Manufacturer narrative:
Updated: b5, d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported dark image and chip issue could not be determined, however, due to the observed dents and chipped lens, the issue was likely the result of a considerable mechanical force, caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the dark image issue was noticed during a tubal ligation procedure; the procedure was completed using the same device without any dely. The chip was noticed during device reprocessing.

Event description:
It was reported the telescope displayed a dark image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.